Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Partial revision performed 7 years after primary total hip arthroplasty in a male patient with a very narrow femoral canal and good cortices. From the radiographic image, a heterotopic ossification (ho) is visible on the great throcanter, but its relationship with the adverse event is doubtful. There are signs of a previous diaphyseal femoral fracture (date of occurrence unknown), which may have changed or influenced the diaphyseal mechanics and therefore contributed to the potting of the stem. The quality of the images supplied does not allow further conclusions to be drawn. Batch review performed on 10 march 2022. Lot 146952: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event since 1-1-2018.

Event description:
At 7 years and 1 months post primary, the surgeon revised the patient for stem loosening. Stem and head revised successfully.